Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The provided imaging was reviewed by an abbott senior staff clinical r&d engineer. Based on available information, the cause of the reported clip open while locked (cowl) was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: type of investigation: 4118 types of investigation not yet determined investigation findings: 3233 results pending completion of investigation conclusions: 11 conclusions not yet available.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and both leaflets were grasped. During the deployment steps, the clip opened to roughly 10-15 degrees while locked. Troubleshooting was performed and the clip was able to be deployed without the clip opening. However, about 3 minutes after deployment, the clip opened to roughly 40-50 degrees. To further reduce mr and to stabilize the clip, two additional clips were implanted, reducing mr to a grade of 2-3. There was no clinically significant delay in the procedure.